Event description:
Did not notice any shaft frosting on probe test or stick while placing additional probes. During first freeze cycle noticed frost on shaft. Had physician place warm saline soaked gauze and apply saline during freeze cycle at patients skin. Procedure completed with no unwanted outcomes.

Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure was the cause of the shaft frosting.